Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer recalibrated the assays and repeated the samples on the same instrument, which resulted as expected. The customer replaced the sodium and chloride electrodes. The cause of the discordant, falsely elevated na, k and cl results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated sodium (na), potassium (k) and chloride (cl) results were obtained on multiple patient samples on an advia 1800 instrument. The discordant results were reported to the physician(s), and the customer stated that intra-venous solutions were given for emergency department patients and inpatients. The customer stated that the intra-venous solutions would have been administered irrespective of the initial results. The customer recalibrated the assays and the samples were repeated on the same instrument, resulting lower. The corrected results were reported to the physician(s). There are no reports of adverse health consequences due to the discordant, falsely elevated na, k and cl results.